Event description:
It was reported via repair work order that the bed lift was experiencing phantom motion and drift down on its own due to malfunction siderail button. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.